Manufacturer narrative:
(B)(4). The returned product consisted of the watchman access system (was). The device was bloody. The hub, sheath, and tip were microscopically and tactile inspected. Inspection revealed a kink in the sheath located 4.5cm from the tip, and the tip was damaged (smashed/delamination/torn). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. Per the dfu:¿warning: do not release the watchman device from the core wire if the device does not meet release criteria (step 14)¿. The physician was attempting to implant 2 devices into the patient, thus the implant would not be able to meet pass criteria.bsc ID:a00676174tw#:4834870

Event description:
Reportable based on analysis completed on 14nov2017: it was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. Two watchman ® access system and two watchman ® laa closure device & delivery system were selected. The physician decided to implant two closure devices at one time. After the two was were inserted into the patient, the top one was found kinked. The physician removed the kinked one and used the other was to deploy each closure device separately. No patient complications were reported and the patient status is stable. However device analysis revealed inner liner delamination.